Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that two reinforced staple lines inside a tissue cavity. Blood could not be seen pooling in the tissue cavity. The listed reload was not visible in the returned image. It was reported that the staple line was bleeding. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4c2102y sigphandle - sig power sigphandle handle, serial# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a day following a sleeve gastrectomy procedure, bleeding occurred in the abdomen which required blood tra nsfusion, medication, and imaging test. The patient's hospitalization was also extended for two days. It was noted that during the procedure, the jaws of the four non-reinforcement reloads did not close completely.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a day following a sleeve gastrectomy procedure, bleeding was observed from the drain. The patient then un derwent another surgery see the staple line wherein bleeding was confirmed in the abdomen. The bleeding required blood transfusion, medication, and imaging test. The patient's hospitalization was also extended for two days. It was noted that during the procedure, the jaws of the four non-reinforcement reloads did not close completely. However, the surgeon still fired the devices and the staple line had no issue. Afterwards, the remaining unused devices were checked; it was found out that the jaws of the 4 reloads with different lot numbers did not close completely.

Manufacturer narrative:
Additional information: b5, g3, additional imf (f1901) code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a day following a sleeve gastrectomy procedure, bleeding was observed from the drain. The patient then un derwent another surgery see the staple line wherein bleeding was confirmed in the abdomen. The bleeding required blood transfusion, medication, and imaging test. The patient's hospitalization was also extended for two days. It was noted that during the procedure, the jaws of the four non-reinforcement reloads did not close completely. However, the surgeon still fired the devices and the staple line had no issue.